Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(4), has been used as a default.

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. A repeat test was performed using an abbott diagnostics test. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: "customer reported that when testing for sars-cov-2 they received a negative result with the bd vah test, and subsequently took an abbott diagnostics rapid test and received a positive result."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer tested with the bd veritor at home assay covid-19 tests (material # 256094), batch number unknown and the result was negative but repeated using the abbott assay and the result was positive ¿ . Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified.

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. A repeat test was performed using an abbott diagnostics test. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: "customer reported that when testing for sars-cov-2 they received a negative result with the bd vah test, and subsequently took an abbott diagnostics rapid test and received a positive result."